Event description:
A 26g introducer was inserted just above previous attempt in r antecubital vein with good blood return. A 1.9fr catheter was inserted and advanced 11cm. Good blood return and flushed easily. After pulling apart needle sheath, sheath noted to be stuck around catheter and could not be loosened. Catheter pulled, new one inserted. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.